Event description:
Healthcare professional reported approximately tow and a half weeks after injection in cheeks and nasolabial folds with juvederm voluma patient developed "small bruising" left cheek and a little nodule. Patient developed in the span of 7 months a sensitive nodule, induration, and "infectious leak". Patient treated with a duricef and fucidin. Symptoms are ongoing.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "small bruising, sensitive nodule, induration, and infectious leak" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.